Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat recurrent vaginal vault prolapse after hysterectomy. It was reported that the patient underwent the concurrent procedures of a sacrospinous ligament fixation of apex, paravaginal repair reinforced with mesh, and cystocele repair during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge urinary incontinence, nocturia and dysuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.